Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump has fallen into water. The customer received sudden vibration followed by blank display. The customer mentioned that the pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also with corroded motor home switch. No vibrating noted. The insulin pump had cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage and minor scratches on the lcd window.